Event description:
Reporter alleged a blood glucose result of 950 mg/dl stored in the memory of the advantage system. The device is linear to 600 mg/dl. Results over 600 mg/dl should be reported by the system as "hi." The reporter had no other info concerning the incident. The reporter did state that the customer is "feeling fine." No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.